Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and there were potential findings with regards to tubing torn/separated. However, without the sample returned, it could not be confirmed if the failure mode of this complaint is the same as the findings identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: tubing disconnected from the hub of the arterial line during use on patient. When an attempt was made to twist the line back onto the hub it was noted that there was a defect, and they were unable to attach. The patient was reported as fine and there was no harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: tubing disconnected from the hub of the arterial line during use on patient. When an attempt was made to twist the line back onto the hub it was noted that there was a defect, and they were unable to attach. The patient was reported as fine and there was no harm or consequence.